Manufacturer narrative:
The device was received by lifewatch on (B)(4) 2011, and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the manufacturer for further evaluation. Associated accessory for device: act cell phone monitor, model # com 001, (B)(4).

Event description:
This MDR is being filed in response to the patient's report that the back of the act cell phone monitor overheated, caused blisters on her right hand, and caused redness on her leg. No medical intervention was required. Aloe vera cream was used to aid in healing. She reported the phone was in her pants pocket. It became so warm, she removed the phone from her pocket, and it burned her hand. The phone beeped once and shut down. The environmental conditions were hot and humid. She was sweating before the incident occurred.